Event description:
During an initial implant procedure, the device was found to be in backup vvi mode (bvvi) due to power on reset (por). Technical support was contacted and did not reset the device. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device image analysis indicated the product code has been reloaded in the field to recover the device from backup mode. The device was received with normal battery voltage and normal outputs. The backup condition reoccurred twice during the analysis, consistent with an anomalous integrated circuit anomaly on the hybrid. The device was cut open for further evaluation; no high current drain or anomalies were detected. The device image was severely corrupted each time backup reset occurred, indicating it was relating to hardware reset errors.